Manufacturer narrative:
Correction: b5 has been corrected to clarify the lead malfunction noted was "high threshold." B6 statement has been added. The initial report did not include a b6.

Event description:
It was reported that the patient presented in clinic. Upon investigation, the right ventricular lead threshold had increased. Lead impedance remained stable. Chest x-ray was done, and results were negative. No changes were made. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon investigation, the right ventricular lead had increased. Lead impedance remained stable. Chest x-ray was done, and results were negative. No changes were made. The patient was stable.